Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report that she dropped her insulin pump in the pool and it's not working. Customer stated that the buttons are not responding and it had keypad anomaly. No blood glucose reading provided at the time of the call. Advice the customer to discontinue use of the insulin pump, revert to a back-up plan per doctor instruction and asked to returned unit for analysis.

Manufacturer narrative:
Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.